Manufacturer narrative:
The approx age of the device was 12 days. A root cause for the pt's hemorrhagic stroke could not be determined through this eval. The pt's coumadin and heparin were held after this event. It was also communicated that the pt's inr was 1.72. The pt's status was noted as improving and he was transitioned to a step down unit. The pt remains ongoing. A review of device history records for this device showed no deviations from mfg or qa specs. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported the pt suffered a hemorrhagic stroke. The pt was on coumadin and heparin at the time of the event. His inr was 1.72 and his ptt was 40-44. The pt's anticoagulation was held and he was transferred to the ICU. His condition had continued to improve over the past few days and he was transitioned back to the step-down unit with minimal residual from the event.